Event description:
Pyrenees plate fractured 10-12 months post-op. Patient was revised.

Manufacturer narrative:
This follow-up #1/final report has been issued to provide additional information related to the below sections. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. (B)(4). Follow-up #1/final report issued to include k2m's risk assessment review as follows: "risk: pyrenees risk analysis, risk-006 rev 4. Hazard analysis, lines 11-16: plate breaks, address the concerns raised in this event, therefore no additional hazards required. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. The surgical technique guide and IFU are accurate and available to the surgeon - no edits required. There were no material or manufacturing defects observed on the returned implant. A review of the surveillance report did not reveal any contributing information/trends.

Manufacturer narrative:
The patient was revised 10-12 months post op due to a pyrenees plate fracture. X-rays were made available to the manufacturer for review. The subject part(s) have been returned to manufacturer and sent to outside lab for testing, conclusion not yet available, evaluation in progress. Review of manufacturing records did not reveal anything conclusive in regards to this incident. There were no manufacturing or inspection discrepancies. Manufacturer will follow-up with update report once additional information is available about this case.